Manufacturer narrative:
Clarification: the reporter's name was not provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion and vision loss is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the nose area with an unspecified dermal filler. The patient experienced an ¿occlusion of the artery and blindness.¿ no other information was provided.